Event description:
It was reported that following a device implant procedure in (B)(6) 2021, an increased shock impedance measurement (>200 ohms) was observed from the right ventricular (rv) lead in (B)(6). It was suspected the rv lead conductor had fractured. Additionally, high, out-of-range pacing impedance measurements (>2000 ohms) were noted from the left ventricular (lv) lead in november. The physician elected to surgically cap and abandon both the rv and lv leads and replacement leads were subsequently implanted. The device was also explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was indicated the device would not be returned and both rv and lv leads remain implanted, but capped and out-of-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.